Event description:
The lead was implanted on (B)(6) 2005 and capped on (B)(6) 2013. This lead picked up noise signal leading to inappropiate shocks. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).